Event description:
(B)(4). Customer reported the syringe pump alarmed pump failure while continuously infusing vasopressin drips to patient. Syringe was immediately transferred to available syringe pump to maintain a continous infusion. There was no report of patient injury or medical intervention necessary. No additional information is currently available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. A device history record review found a failure of high reading at 0.00lbs & actuator support purge is ispr #0731. Pump was reworked and passed all subsequent testing. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The reported condition of alarmed pump failure could not be confirmed since the pump was never received, despite repeated attempts to contact the facility regarding the whereabouts of the device. Therefore, no further correction could be made concerning this event. Should there be any further additional information acquired regarding this device, a follow-up medwatch will be submitted. (B)(4).